Event description:
A report was rec'd that the pt was experiencing head, neck and shoulder pain after occipital trial attributed to inadequate stimulation. The physician decided to revise the leads in order to cover the pt's pain. The procedure was canceled as the pt's bloodwork revealed a high white blood cell count indicating a possible infection. The pt was placed on oral antibiotics.